Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified cartridge alarms occurred. Customer's blood glucose (bg) level was over 500 mg/dl with ketones. Customer changed cartridge and infusion set to resolve the issue, and delivered a pump bolus to resolve elevated bg. Customer declined troubleshooting with tandem technical support, and declined to provide further information.